Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break was occurred. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment, the physician tried to reach the calcified lesion, but severe resistance were encountered. It was noted that he shaft was broken.